Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. Internal karl storz reference number:(B)(4).

Event description:
It was reported that one side of the laparoscopic flat bowel grasper broke off while inside of the patient, but all parts were removed from patient. No injury to the patient was reported.